Event description:
It was reported that upon interrogation, one episode of ventricular oversensing was observed. All electrical measurements were in range. The patient was in good condition and will continue to be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.